Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out, externalized conductors were observed via fluoroscopy. The physician elected to continue to use the lead. One day post device replacement high, out of range, hv lead impedance and noise were noted on the right ventricular channel. The lead was capped and replaced.